Event description:
It was reported by service report that the unit failed an electrical safety test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the device evaluation by a service representative, it was found that the device had no defect and the alleged complaint could not be recreated or duplicated for the unit failed an electrical safety test. No parts were replaced. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported by service report that the unit failed an electrical safety test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.